Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump had normal operating currents and no unexpected off no power, battery out limit, low battery or failed battery test alarms were noted. No moisture damage was noted on the electronic assembly. The insulin pump had minor scratches on the display window, a cracked display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer stated they did not drop or bump their insulin pump. The customer stated the insulin pump has been exposed to moisture. Customer dropped the insulin pump in the toilet. The customer also reported the battery compartment was corroded. It was found contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was 130 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis